Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the ins hasn't been working all this time, and they are sick of it, it hasn't been helping. Patient stated that they had the recharger on the belt, and it started making a noise, so they pulled it out, and the power button was flashing red. They turned it off, put it back on the dock, and tried it again for an hour and a half, but it didn't do the full battery sound, when they opened the therapy app, they saw por message and the therapy is turned off. Patient expressed that "it's" (ins) really a pain, and that they are ready to have it taken out. Agent had them connect to the ins using the therapy application, and they saw the por message, which they were able to clear and turn the therapy back on. Patient then stated that they've been charging the ins for months, and they guess nothing has been happening, and they have been having many problems with it. Patient mentioned that they had to get a whole new external devices last year, and now they are encountering these issue, and it's really frustrating. Patient then expressed their frustration by saying that they are already tired of charging their ins, and asked about a non-rechargeable option. Agent redirected them to the hcp to discuss having the ins replaced with a non-rechargeable one. Agent had them start a recharging session as well, and connect to the recharger application. Patient was able to see 90% battery charged with an excellent connection. Patient to continue charging the ins until it reached 100%. Agent documented reported events.